Manufacturer narrative:
Should additional relevant information be obtained, a follow-up MDR willbe submitted accordingly.

Event description:
It was reported that a 59 yo male patient, initial knee implanted, date and side unknown, underwent a revision procedure in (B)(6) 2025. Reason for the revision was unknown. The surgeon planned to do a patella exchange and indicated the liner might need to be revised as well, but the rbk device was not available. No suitable stock was provided. The patella was exchanged. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted device is not available for return. It was discarded at the hospital. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the reported revision cannot be confirmed from the information provided but may be due to inclusion of the polyethylene in the packaging recall, wear, loosening, infection, fracture, instability, or patient related factors. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.